Event description:
Male pt, rca was extremely calcified. The physician first started with a taxus liberte atom 2.25x32, tried to advance the stent to a distal part of the anatomy. It was unable to be delivered where he wanted, so he deployed in the mid section of the rca. Then took a 2.25x16 and went thru the afore mentioned stent, to the distal part and deployed there. There was some overlap. Then went in with a 3.0x16 taxus liberte and tried to advance it into the 2.25x32 which had been post dilated many times, and could not get it where he wanted, so he removed the 3.0x16 taxus liberte stent undeployed, and noticed that when he removed it from the guide catheter that it became entwined in the 2.25x16, and those two stents became dislodged from the pt's artery were attached to the 3.0x16 stent. There were no pt complications, the pt was stable after the procedure. "The vessel looked widely patent and all of the lesions were stented, and there was excellent distal flow".